Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The returned battery measured 5.3v with 0% remaining capacity and was unable to power on the device. Review of the log did see evidence of a software timeout in log on 01/26/26, leading to the critical error of battery below critically low voltage. However, the device was put through extensive testing including bench handling, power cycling, functional stress testing, and on/off current testing using a test battery without duplicating the report. The main board was replaced as a precaution. The device as recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.